Event description:
It was reported that he products in the packaging do not match with the information on the label (mix-up). The products are labeled as titan screw cross-lock 2.3x6 mm hand-m/l but it does not correspond to the products inside the packaging (two screws from the same lot are involved).

Manufacturer narrative:
The manufacturer received the device for review and investigation is ongoing. No source documents were provided for review. A lot number was received for the device, the device history records will be reviewed as part of the investigation process. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).